Manufacturer narrative:
The device was discarded and will not be returned, therefore no product analysis can be performed. Without the return of the product, a conclusive cause cannot be determined. The valve was reported in a separate medwatch report. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged upon deployment. The valve was attached to the delivery catheter system (dcs) and was moved to and left implanted in the lower abdominal aorta. During retrieval of the valve the nosecone separated from the dcs and was snared and withdrawn from the patient. A second transcatheter bioprosthetic valve was successfully deployed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A plunger tip separation can be due to technical and anatomical factors resulting in excessive forces on the delivery catheter system (dcs). In this case, the tip was reported to have separated during an attempt to retrieve the bioprosthesis post deployment. However, without the dcs or an angiogram cine of the case returned for review, a conclusive cause for the report of plunger tip separation cannot be determined at this time. The instructions for use (IFU) warns the user against retrieval of the valve post partial deployment, as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery...do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn.¿ a section on best practices was added to the IFU to avoid nose cone separation during the implant procedure, to ensure all implanting physicians are aware of the risk of nose cone separations, are trained on how to prevent nose cone separation and how best to handle these situations should they occur. Medtronic¿s formal training program for all sites includes this information.